Event description:
Nurse reported a concentration change occurred 2 weeks ago from 100ug/ml to 125ug/ml with a daily dose of 40ug. A bridge bolus was not programmed nor was the new concentration programmed to 125ug/ml. Based upon calculations, the old concentration would have been cleared from the system in approx 24 hrs, at which time the pt reported having great pain control. The programming error was realized and the implanted pump was reprogrammed to the correct concentration of 125ug/ml a few days later. After the programming correction, the pt presented to the ER with increased pain. One hundred ug/ml @ 40ugday = 0.4mls/day flow rate, 125ug/ml was refilled into the reservoir without updating or programming a bridge bolus. Caller states she will confer with the dr as to making a dose change for the pt.